Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cables to be frayed at the distal idler pulley. Frayed strands were observed to be sticking out at the wrist of the instrument. The other cables at the wrist were undamaged. Failure analysis investigation also found the following damages: the instrument's distal pulleys had mechanical indentations/burrs. There was an indentation at the edge of the distal pulley and visible scratches on the surface of the pulley. The instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks which exhibited light material removal and a rough surface finish. The scratches were short in length and not alined with the tube. Failure analysis concluded that the mechanical indentations/burrs damage may be due to mishandling/ misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however; the reported frayed cable and/or various scratch marks with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during central processing, a frayed cable was identified on the prograsp forceps instrument. One strand of the whole cable was frayed at the endowrist end of the instrument. There was no patient harm, adverse outcome or injury reported.